Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Device testing is within normal limits. Programming adjustments were made; however, the issue did not resolve. A CT scan confirmed electrode migration. Revision surgery is scheduled.